Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] biomed called indicating while in pt use in adult mode prvc/ac rate 10, vt 350ml, itimje 1 and peep 5. The unit displayed vent inop with a audible alarm the clinicians noted the unit was not ventilating either. The pt was removed and placed on another unit (ventilator) no harm reported to the pt. [Name removed] biomed received the unit cycled it on checked the error log which noted tca ref fault and pneumatic ftc (B)(6) 2014 which was the date of issue."

Manufacturer narrative:
Following the completion of FDA audit on (B)(4) 2014, carefusion (B)(4) has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures. The user facility did not submitted a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The carefusion tech support specialist in conjunction with the user facility's biomed determined that the most likely cause of the reported event was a faulty gas delivery engine (gde). The user facility was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the 12/18/2014 the alleged faulty gas delivery engine (gde) is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.